Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that a colleague infusion pump had a channel select key malfunction. It is unknown which process step or where the event occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Correction: (B)(4).additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been evaluated by baxter. The reported condition has been confirmed and duplicated. Button does not respond to a normal keypress, but will respond if an unusual amount of force is applied, possibly due to wear.

Event description:
The facility reported a flo-gard infusion pump with an alarm which may have interrupted patient therapy in the facility's intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
During an endoscopic biopsy, the physician used cook endoscopy captura serrated large forceps - spike. The user reported the spike would not let go of the tissue at the biopsy site. The tissue at the biopsy site tore while trying to remove the forceps from the tissue. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.